Manufacturer narrative:
Additional information: g3, h2, h6, h10 an event of migraine aura following implant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study: (B)(6). On (B)(6) 2019, a patient with a history of pulmonary embolism presented to the hospital. Magnetic resonance imaging (MRI) was performed and revealed a superficial cerebral infarction. Direct oral anticoagulant was administered to resolve the event. On (B)(6) 2021, the patient presented for an implant procedure. A 25 mm amplatzer pfo occluder was successfully implanted in the patient's patent foramen ovale (pfo). After discharge from the hospital on (B)(6) 2021, typical migraine aura appeared which the patient had never experienced. However, the patient had no headache. Additional antiplatelet therapy (p2y12 inhibitors) were administered to the patient from (B)(6) 2021. No additional information was provided.